Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 8 days due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer woke up with blood glucose level of 400 mg/dl, drank some tea, water and diet soda. Customer experienced symptom such as vomiting. Customer was taken to emergency room then hospitalized. Customer¿s blood glucose level was over 600 mg/dl when they admitted to the hospital. Customer was treated with intravenous. The insulin pump will not be returned for analysis.